Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error-pcm, left) malfunction alarm code. The device was returned to the biomedical department from central sterilization with a note that stated, "cassette eject." There was no reports of any adverse patient events, no need for medical intervention, and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. No additional information was provided.